Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe there was any deficiency with ethicon product (mersilene suture) involved? Does the surgeon believe that ethicon product (mersilene suture) involved caused and/or contributed to the post-operative complications described in the article? Were these cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number? Patient demographics? Citation: acta neurochirurgica (2020) 162:729¿736; doi: https://doi.org/10.1007/s00701-019-04196-6 please see article attached. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: surgical nuances and placement of subgaleal drains for supratentorial procedures¿a prospective analysis of efficacy and outcome in 150 craniotomies authors: hussam aldin hamou; konstantin kotliar; sonny kian tan; christel weiss; blume christian; hans clusmann; gerrit alexander schubert; walid albanna citation: acta neurochirurgica (2020) 162:729¿736; doi: https://doi.org/10.1007/s00701-019-04196-6 this prospective observational study reports the surgical nuances and placement of subgaleal drains for supratentorial procedures. Between january 2014 and january 2016, a total of 150 craniotomies were performed of which 59 patients were male and mean age of all cases was 59.1 ± 14.8 years. During the procedure, standard wound closure was performed by interrupted sutures (subgaleal layer, subcutaneous layer), followed by closure of the skin (sutures or staples). Craniotomy reconstruction using titanium clamps or polyester sutures (mersilene; ethicon) and intraoperative antiseptic irrigation were used. Reported complications included early periorbital edema (moderate or severe) (n=?); early subgaleal swelling (moderate or severe) (n=?), late subgaleal swelling (n=?) Of which 2 of these cases had to undergo operative revision; wound healing impaired (n=?) And a total of 10 had to undergo any kind of operative procedure (puncture, secondary stitches, or operative revision); pain, visual analog scale (vas) 5 ¿ 10 (early) (n=?); pain, vas 5 ¿ 10 (late) (n=?); infection (n=?). In conclusion, permissive attitudes towards surgical nuances and preferences¿including the use of subgaleal drains and differences in dural closure¿can result in comparable outcome after supratentorial craniotomies.